Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(6)) on 17-aug-2017. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") and pulmonary oedema ("pulmonary oedema") in a (B)(6) year-old female patient who had essure (batch no. A95859) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptive pills. Past adverse reactions to the above products included drug intolerance with contraceptive pills. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pulmonary oedema (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), sinusitis ("recurrent sinusitis"), palpitations ("palpitations"), myositis ("inflammation of psoas"), headache ("headaches every day"), acne cystic ("cystic acne, treatment not effective"), oedema mucosal ("mucosal oedema"), visual impairment ("visual disturbance"), cardiovascular disorder ("poor blood circulation"), constipation ("constipation"), neck pain ("cervical pain"), back pain ("lumbar pain"), fatigue ("chronic fatigue / tired"), amnesia ("memory loss"), arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), tremor ("trembling of upper and lower limbs") and blood iron decreased ("reduced iron"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain, neck pain, back pain, fatigue, arthralgia and myalgia had resolved. At the time of the report, the pulmonary oedema, menorrhagia, allergy to metals, sinusitis, palpitations, myositis, headache, acne cystic, oedema mucosal, visual impairment, cardiovascular disorder, constipation, amnesia, tremor and blood iron decreased outcome was unknown. The reporter considered abdominal pain, acne cystic, allergy to metals, amnesia, arthralgia, back pain, blood iron decreased, cardiovascular disorder, constipation, fatigue, headache, menorrhagia, myalgia, myositis, neck pain, oedema mucosal, palpitations, pulmonary oedema, sinusitis, tremor and visual impairment to be related to essure. The reporter commented: the pain was so strong that her doctor put her on sick leave. She could no longer get up to go to work because she was so exhausted and the pain was so bad. She went to see an osteopath on several occasions for relief for the psoas muscle and neck pain. Removal of essure inserts after discovery of allergy to nickel in (B)(6) 2017. Three days after removal, she no longer had any pain and was no longer tired. Diagnostic results: MRI, ultrasound and blood tests were performed, all of which were normal apart from reduced iron. Discovery of nickel allergy in (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 16-nov-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-nov-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") and pulmonary oedema ("pulmonary oedema") in a (B)(6)-old female patient who had essure (batch no. A95859) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptive pills. Past adverse reactions to the above products included drug intolerance with contraceptive pills. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pulmonary oedema (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), sinusitis ("recurrent sinusitis"), palpitations ("palpitations"), myositis ("inflammation of psoas"), headache ("headaches every day"), acne cystic ("cystic acne, treatment not effective"), oedema mucosal ("mucosal oedema"), visual impairment ("visual disturbance"), cardiovascular disorder ("poor blood circulation"), constipation ("constipation"), neck pain ("cervical pain"), back pain ("lumbar pain"), fatigue ("chronic fatigue / tired"), amnesia ("memory loss"), arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), tremor ("trembling of upper and lower limbs") and blood iron decreased ("reduced iron"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain, neck pain, back pain, fatigue, arthralgia and myalgia had resolved. At the time of the report, the pulmonary oedema, menorrhagia, allergy to metals, sinusitis, palpitations, myositis, headache, acne cystic, oedema mucosal, visual impairment, cardiovascular disorder, constipation, amnesia, tremor and blood iron decreased outcome was unknown. The reporter considered abdominal pain, acne cystic, allergy to metals, amnesia, arthralgia, back pain, blood iron decreased, cardiovascular disorder, constipation, fatigue, headache, menorrhagia, myalgia, myositis, neck pain, oedema mucosal, palpitations, pulmonary oedema, sinusitis, tremor and visual impairment to be related to essure. The reporter commented: the pain was so strong that her doctor put her on sick leave. She could no longer get up to go to work because she was so exhausted and the pain was so bad. She went to see an osteopath on several occasions for relief for the psoas muscle and neck pain. Removal of essure inserts after discovery of allergy to nickel in (B)(6) 2017. Three days after removal, she no longer had any pain and was no longer tired. Diagnostic results: MRI, ultrasound and blood tests were performed, all of which were normal apart from reduced iron. Discovery of nickel allergy in (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: abdominal pain: n° (B)(6) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.